Event description:
The event occurred on an unknown date involving a 7" (18 cm) appx 0.24 ml, smallbore ext set w/microclave® clear, clamp, rotating luer. The report stated that had an incident with a stuck down clave, this time with a larger bore PICC catheter. It caused a complete block of forward flow of fluid, verified by the bedside nurse attempting to flush manually through the microclave. The reported added that the PICC line has occluded so the patient will need a new PICC line if they cannot clear the occlusion. The medication being infused were tpn/lipids, caffeine, and antibiotics. Prevantics was being used and the set been in use for 36 hours. There was patient involvement and unknown harm.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
A series of photos were shared by the customer, where 2 different items #mc3302 are observed marked as a and b. In sample a, stick down on the shunltees microclave is observed. Sample b doesn¿t show any damage. One (1) used. List #mc3302, 7" was returned for evaluation. As received the silicone plug was observed to be stuck down, no mating device was returned for evaluation. The shuntless microclave was dissembled and insufficient solvent on the spike was confirmed, no additional damage or anomalies were observed. Complaint of silicone sleeve stuck down can be confirmed. The probable cause is typically due to an error during the lubrication process at salt lake city. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.